Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges the device has service required message and not turning on. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device has service required message and not turning on related to a ventilator's sound abatement foam. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on apr 15, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device has service required message and not turning on related to a ventilator's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer visually inspected the trilogy ventilator and did not observe any visual defects. The ventilator passed the posttest's applicable test steps on the trilogy multifunction test station. There were not any critical alarms or error codes in the event log. The device was run on the bench top without any alarms, failures or overheating. The device was opened and did not detect any signs of melted plastic inside of the device. The manufacturer also inspected the airpath foam and found it to be firmly secured, without signs of delamination or degradation. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer was unable to duplicate any failure with the ventilator and has determined that the device functions as designed. Sections d9, h2, h3 and h6 has been updated in this report.